Event description:
Healthcare professional reported a right side device deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on valve bond edge side assessed as an unidentified (tear) opening. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. Yellow particle observed inside device. No further actions are required as the device was implanted.

Event description:
The device has been explanted.